Event description:
Philips respironics makes the optichamber advantage holding chamber (spacer) which had a one-way valve and many hospitals have been using it in their common canister protocol. Philips discontinued the advantage model and came out with a new model, optichamber diamond, which does not have a one-way valve. We practice the common canister protocol here at (B)(6) and I carefully selected the optichmaber advantage because of the one-way valve. Our wholesaler (B)(4) autosubstituted the new diamond model when we ordered the advantage model (now discontinued). I am lucky my alert technician brought it to me and asked me if it was ok to dispense instead. I contacted philips mainly to let them know that it was a bad marketing move to change the model as many hospitals would have to switch to another brand and two representatives from philips emailed me that the new diamond model has a one-way valve and can be used. I replied that there is a slit that allows you to see into the chamber and that I even used a flashlight and was able to project the slit opening on the wall. I also put some water in the very top opening and blew and the water entered the inside chamber. Their new model does not have a one-way valve. I have emailed the company reps telling them that they must stop immediately telling people this is a one-way valve as it is dangerous and could cause infections. My concerns are: many hospitals probably also had the new diamond model automatically substituted and they may not even be aware that the advantage one-way valve is no longer being used at their facility. I have also sent a complaint to my wholesaler, (B)(4), telling them they should not have automatically substituted but should have let the advantage model run out like any other item and I would have been forced to make a decision on a substitute spacer. How many hospitals might have technicians putting away the order and just putting the diamond model up on their shelves not knowing the safety issue? Or even worse, perhaps the common canister program was set up with pharmacy involvement but the spacer is ordered thru (B)(4) and they do not realize the significance of the switch to a new product. The 2 representatives from philips that I have had emailed conversations with were both aware hospitals were using their spacer for the common canister protocol and they were telling them it was a one-way valve. The 2 people from philips that I have had email contact with are: (B)(4). I have their emails if you like me to forward them. Thank you and please somehow get the word out about this issue. Medication not administered to or used by the patient. (B)(4).